Event description:
The pt's chemotherapy, fluorouracil, which was started in the evening an was supposed to infuse for 23 hours only and should have been finished the next day. But the infusion did not get finished by that time and a lot of volume of fluids still remained in the bag. The pump was reprogrammed to deliver more volume of fluids at the same rate (47.8 ml/hr) until the remaining amount in the bag was completely infused. The infusion was completed almost 7 hours more than the expected time of completion. Biomed tested pump, no problems found, all tests are within normal operating parameters.